Event description:
It was reported that the pt experienced difficulty talking, a dark bruise near the implantable neurostimulator (ins) and shocking/jerking of the entire body whether stimulation was turned on or off. The pt has neuropathy and several other medical conditions that result in weakness and difficulty walking, and fell about two weeks ago resulting in the previous symptoms. The pt had turned the device off, but turned it down to its lowest settings on both channels on (B)(6) 2011. It was later reported that the pt met with a MFR rep who reprogrammed the device and resolved the stimulation issue.

Manufacturer narrative:
(B)(4).